Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during dwell 4 of 5. The home patient (hp) was still connected. The supply bags were empty, and there was solution in the heater bag only. The baxter technical service representative (tsr) asked if any bag became undone, and the hp stated 'no'. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on to system error 2367. The hc went back to press go to start. The hp will finish with manual bag. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. A follow up was done vial phone call. The hp stated she still was not sure what caused the alarm but has continued therapy with no further issues or incidents.